Event description:
Add'l info received from MFR 6/4/03: it appears that the needle stick injury was not caused by a device malfunction. The needle stick occurred before the end user was able to activate the safety shield, not the result of a product defect. A records review on this product line was initiated to determine if any other needle stick injuries occurred prior to activating the safety shield. No other incidents were identified. This appears to be an isolated incident.

Event description:
After obtaining sterile culture from foley cath user stuck self with 23g safety engage safety.